Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top and bottom cases are in excellent condition. No visible contamination. The pump event history showed an invalid syringe size in error history log (ehl). During the evaluation, the cause of the reported issue was duplicated during a syringe test. The cause of the reported issue was caused by q1 broken off from the plunger board and plunger board also came off the glue. The root cause of the reported issue was unable to be determined. No evidence of customer tampering the plunger board. The technician replaced the plunger board. Performed all functional test which passed

Event description:
It was reported that a not detecting the syringe error was observed. No patient injury was reported.